Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a report by a physician from (B)(6) of break in aseptic technique and bacterial peritonitis with culture positive for (B)(6) in a patient coincident with dianeal, unknown, and extraneal viaflex therapies (lot numbers not reported). On (B)(6) 2008, the patient began treatment with dianeal, unknown, and extraneal viaflex, (doses, frequencies and lot numbers not reported), intraperitoneally (ip) for automated peritoneal dialysis (apd). On an unreported date, a break in aseptic technique occurred. On (B)(6) 2010, the patient experienced bacterial peritonitis, manifested by abdominal pain and cloudy effluent. From (B)(6) 2010 through (B)(6) 2010, the patient was treated with cefazolinum 1gm/day, ip. On an unreported date, the patient recovered from the event of bacterial peritonitis. It was not reported whether the patient was retrained in aseptic technique; therefore, the outcome for the event of break in aseptic technique was not reported. The severity of the event was considered mild. Hospitalization and action taken were not reported. Concomitant medications were unknown. The physician considered the event of bacterial peritonitis with culture positive for (B)(6) unrelated to dianeal and extraneal, however did not provide a statement of causality for a break in aseptic technique.